Event description:
It was reported that while using bd synapsys¿ the synapsys was unable to do the workup on samples. No patient impact. The following information was provided by the initial reporter: syn: not able to do workup on samples.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01200 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd synapsys¿ the synapsys was unable to do the workup on samples. No patient impact. The following information was provided by the initial reporter: syn: not able to do workup on samples.